Event description:
It was reported that on (B)(6) 2019, a revision surgery was performed due to the frequent dislocation. The liner was changed from ref xlpe 32 20 deg 50-52 sz e (c/n (B)(4) to refl xlpe 32 20 ant +4 50 52 e (c/n (B)(4). On (B)(6) 2019, disassembled was occurred. But the patient walked around even though disassembled.

Manufacturer narrative:
It was reported that a revision surgery was performed due to the frequent dislocations. The liner was changed from 71331088 to 71331082. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. It has been communicated that the primary surgery was approximately 10 years ago. Probable causes could include but not limited to patient limited range of motion or patient anatomy. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.